Event description:
Information received from the field notes that the clinic had difficulty in obtaining a magnet response and the device could not be interrogated. The patient's rhythm "looked like atrial fib" and no pacing was observed on the ECG.